Event description:
Dealer states the seat is stretched out and the patient is sitting on the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.